Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that six infusion set was fell off during use and infusion set is use for less than 1 day. No further information available.